Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is traced to user. Date of event is estimated.

Event description:
It was reported the patient did not care for the sensation of the stimulation. Therefore, the ipg was explanted and replaced on (B)(6) 2020.